Event description:
It was reported that pump experienced malfunction alarm with code 12, and no notable events occurred before issue. There was no reported impact to customer¿s blood glucose level. Caller worked with technical support to reset pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction appeared again, and caller acknowledged and understood guidance.